Event description:
Per a maude database search, a user facility report stated that during a cranial osteoplasty, the patient became hyperthermic and moments later had "what appeared to be failure of their cardiac pacemaker" and died. No autopsy was performed. Additional information was received reporting that the device was interrogated approximately 2.5 months prior to the patient's death, and no issues were noted. Attempts to obtain additional information regarding the pacemaker 'failure' and the cause of death have been unsuccessful.

Manufacturer narrative:
The information was received via maude report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. It is not known if the device was explanted post-mortem. Cause of death has been requested but has not been received. The device serial number has been added to this report. Reference FDA report number 2647346-2009-00169 for the initial medwatch report. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.